Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. There was no reported impact to the customer¿s blood glucose. To address the issue, the customer changed pump supplies. Reportedly, the customer declined to provide any additional information and declined troubleshooting.